Event description:
Critical patient being airlifted to healthcare facility. During transport, when the nurse was hanging the first unit of blood, the buddy lite tubing cracked after blood was primed through the buddy lite unit. Because the leaking blood was highly visible, there was minimal blood lost from the unit. New buddy lite tubing was placed and the transfusion continued without further delay/issues. This is the eighth reported event involving cracked buddy lite tubing that has occurred in 2017. The first four events were reported via voluntary reports. Event #5: during air transport, a buddy lite cassette leaked blood during blood transfusion. There was no harm to patient because of active recovery by staff. Event #6: during air transport, a unit of packed red blood cells were being administered with the buddy lite blood warmer. After 10 to 15 minutes of infusing, there was blood draining out of the heating element. It appeared that the insert that goes inside the warmer melted/ruptured. The infusion was discontinued due to membrane rupture. No harm to patient. Event #7: during air transport, one unit of packed red blood cells was being administered using the inline blood warmer. The fluid warmer tubing cracked at the circular disc part of the tubing. The blood was at the end of transfusing resulting in minimal blood leakage. No harm to patient. Action plan: trailing a new replacement product. Manufacturer response for warmer, blood, non-electromagnetic radiation, buddy lite disposable sets (per site reporter). Earlier in year, we met with the company representative to make certain that we are using the product correctly.